Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately one and a half (1.5) months post initial procedure, the patient presented at routine follow-up with a potential type ia endoleak per ultrasound. The physician plans to re-intervene by implanting a fenestrated (non-endologix) graft to seal the aneurysm, but surgery has not been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto, type ia endoleak is unconfirmed. The reported additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. Procedure-related harms include acute kidney injury on chronic renal failure (renal insufficiency). It was noted that there was no type ia endoleak detected at the time of expected secondary endovascular procedure (procedure converted into diagnostic angiogram), and it could not be confirmed whether there was an endoleak present at the time of index procedure either. Reportedly, the type ia endoleak was initially seen on ultrasound, but the patient could not tolerate contrast; therefore, a more diagnostic CT scan could not be done (cautionary product use condition). The final patient status was reported as discharged home on postoperative day eight. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2 outcomes attributed to ae, b5 describe event or problem, g3 awareness date, h6 health effect - clinical code; remove 1924, h6 health effect - impact code; remove 4614, h6 medical device probem codes; remove 3191, h6 investigation finding codes; remove 3233, h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. Approximately one and a half (1.5) months post initial procedure, the patient presented at routine follow- up with a potential type ia endoleak per ultrasound. The physician plans to re-intervene by implanting a fenestrated (non-endologix) graft to seal the aneurysm, but surgery has not been scheduled. Additional information: the physician elected to treat the patient by implanting one (1) fenestrated (non-endologix) graft on (B)(6) 2023. Angiography just prior to the re-intervention revealed that the type ia endoleak had self-resolved.